Event description:
It was reported that the patient connector was unable to establish telemetry with the implantable device. Troubleshooting steps included a hard reboot of the host tablet and turning off and on the patient connector to resolve the issue. It was noted that after the issue was resolved, the diagnostic mobile programmer application was used. When switching back to the mobile programmer application, the application crashed and generated a white screen and error message. The patient connector remains in use. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service log found the customer comment that the mobile programmer application crashed was confirmed. Continuation of d10: product ID 24967 serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.